Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported blood glucose value of 34 mmol/l. The customer reported hyperglycemia, hyperglycemia, diabetic ketoacidosis treated with hospitalization: overnight stay, manual injection/insulin pen, hospitalization: overnight stay. Customer reported the following led up to the event: hospitalized with ketones. The event involved product(s) mmt-7333. The customer reported that unable to resolve with existing ts/ labeled instructions ¿ issue escalated. No further patient complications were reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"An attempt was made to reproduce the issue by generating the data table report for the user in carelink support application and observed that the issue is not reproducible. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event that there is no evidence to suggests. To assist with the resolution , we provided below information to helpline support team provided screenshot from data table report which shows that the temp basal was initiated immediately after the termination was made. The yellow highlighted line refers the initiation value which is what is shown in the csv file as well. Could you please generate the latest report and validate. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue could be assumed due to lack of user training. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.